Manufacturer narrative:
H3/h6: one used device was received for analysis. No damage or anomalies were observed during visual inspection. In attempts to replicate clinical use the cassette bag was filled with 100 ml of water using an ICU medical provided syringe. The cassette was successfully filled no leakage was observed. In attempts to replicate clinical use the cassette was attached to the returned extension set and inserted into a cadd solis pump. The set was attempted to be primed with 10 ml. No leakage or alarms were observed. Additionally, the extension set was leak tested. No leakage was observed. The complaint of leakage can be confirmed based on the returned image. However, no leakage was observed on the returned sample. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient's cassette was leaking after getting home from the hospital and the bag became soaked with the drug solution. Reporter stated the leak occurred between the medication bag and the rigid cassette and the medication was not being infused. No patient harm/adverse event was reported. A video was provided showing the internal leak in the product, and the reporter rubs their finger on it to prove that it is not an external problem, also saying that the connection is good, and concluded showing the leaked and soaked bag.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.